Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that patient faced infusion set occlusion in tubing. Patient replaced infusion set and resumed inslin successfully. No further information available.

Manufacturer narrative:
(B)(4).